Manufacturer narrative:
An event regarding off-label use involving a hmrs screw driver for screw jacks was reported. The reported device was returned with the tip of the screwdriver fractured. The fractured piece was also returned. The device otherwise appears unremarkable. Review of the device history records indicates the devices were accepted into final stock with no reported discrepancies. The complaint databases were reviewed for similar reported events regarding off label application leading to instrument fracture. There have been no other events for the lot referenced. Based on the information provided it would appear that the surgeon used a single slotted screwdriver where a cross slotted screwdriver was required. The reported screws are of the duo-driv family ((B)(4)) and require a duo-driv type screw driver. Based on the provided information it has been determined that this event is associated with an off-label application.

Event description:
It was reported that 4 distal screws which were used with distal femur component(160mm) were broken and the surgeon tried to remove them. He used screwdriver for screw jack (B)(4) for removing screws from femoral component because there was no plus (+) driver. The tip of the screwdriver for screw jack was broken. The crown drill was used to remove the broken screw instead of the broken driver. Then the tip of the crown drill was damaged, so it could not remove screws. The surgeon used hospital¿s instruments for removing screws and they could be removed.

Event description:
It was subsequently reported, "he noticed the breakage of the anchorage stem. He removed the anchorage stem from the bone. Some 120 mm bone was cut, but there were not enough extension pieces. (There were only each 60mm, 80m, and 100mm piece.) So, he used 100mm extension piece and new anchorage stem. The lengths of the femur became short (20mm)."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.